Manufacturer narrative:
The reported complaint could not be verified. The device is at its end of service life, therefore no repair or evaluation could be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'service pump' message. The pump was restarted and the case continued. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2021 , the team had a six inch arterial roller pump on a heart lung machine (hlm) stop and give the perfusionist a 'service pump' message. The perfusionist set up and primed the circuit without issue from the roller pump for a case on 13-jan-2021. About half way through the procedure, she noticed that the arterial roller pump had a 'service pump' message. She was able to cycle the power (start/stop button) and activate the pump and come back to normal flow without issue. The pump had no other failures or error messages for the remainder of the procedure. There was no delay of the continuation of the surgical procedure. There was no stated harm or blood loss due to this occurrence.